Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 27-nov-2017. The most recent information was received on 05-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("abundant and painful bleedings") in a female patient who had essure (batch no. C61986) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 9 months 12 days after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abundant and painful bleedings"), fatigue ("chronic fatigue"), myalgia ("muscular pains"), arthralgia ("joint pains"), arthritis ("joint inflammation"), headache ("headaches"), vertigo ("vertigos") and visual impairment ("vision disorders"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia, fatigue, myalgia, arthralgia, arthritis, headache, vertigo and visual impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, dysmenorrhoea, fatigue, headache, menorrhagia, myalgia, vertigo and visual impairment with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-dec-2017 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed 154 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 27-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("abundant and painful bleedings") in a female patient who had essure (batch no. C61986) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 9 months 12 days after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abundant and painful bleedings"), fatigue ("chronic fatigue"), myalgia ("muscular pains"), arthralgia ("joint pains"), arthritis ("joint inflammation"), headache ("headaches"), vertigo ("vertigos") and visual impairment ("vision disorders"). The patient was treated with surgery (essure removal ). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia, fatigue, myalgia, arthralgia, arthritis, headache, vertigo and visual impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, dysmenorrhoea, fatigue, headache, menorrhagia, myalgia, vertigo and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 30-nov-2017 for the following meddra preferred term: dysmenorrhoea: the analysis in the global safety database revealed 150 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.